Event description:
It was reported that the control panel does not emit any audible alarms while visual alarms are present. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer; the customer had checked that the sound from the control unit is not at zero and that the speaker is well connected. The customer restarted the device, and everything returned back to normal. The device was confirmed to be operating per specifications after the restart. The customer was advised to update the system if the problem arises. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.